Event description:
Meter name: ot ii. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: eye trouble. A patient reported they were unable to test. Their meter allegedly would only prompt battery message. There was no result on their meter. There was no comparison. No treatment. No further information has been reported.